Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported failure to fire/deploy the needles was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported failure to fire/deploy the needles appears to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a prostar xl device with a 12f sheath after an endovascular aneurysm repair (evar). Reportedly, not all the prostar xl needles came out when pulling the ring. Two proglide sutures were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.